Event description:
Ous MDR - the lead showed an increase in impedance to 2500 ohms and it was found the patient suffered from twiddler's syndrome. A new lead was implanted.

Manufacturer narrative:
Only fragments of the lead were returned. All parts of the lead were returned for analysis. The morphology of the areas cut showed that the lead was likely severed due to the explantation. During fragment analysis, insulation was worn at 7 cm, 21 cm and 22 cm distal to the is-1 connector pin. Insulation wear indicates excessive mechanical stress on the lead. Lead torsion in the proximal area suggests that the lead had been twisted during the implanted state due to the previously reported complaints of twiddler syndrome. The position and type of wear suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.